Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Reference complaint # (B)(4). H3 other text: device not returned.

Event description:
It was reported that during intra-aortic balloon(iab) therapy, the console generated gas gain, gain loss and autofill failure alarms. The pump reported is the one on the patient and when the getinge representative had her print an alarm history several alarms close together had occurred. They swapped the pump out and within an hour a gas gain occurred again followed a couple of hours later. The patient was transferred that same day to another unit and later expired. A separate report will be submitted for the cardiosave iabp.

Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon(iab) therapy, the console generated gas gain, gain loss and autofill failure alarms. The pump reported is the one on the patient and when the getinge representative had her print an alarm history several alarms close together had occurred. They swapped the pump out and within an hour a gas gain occurred again followed a couple of hours later. The patient was transferred that same day to another unit and later expired. A separate report will be submitted for the cardiosave iabp.